Event description:
Report received of a "burned out" power cord. The device was sent to central processing with an unsigned note that read, "power cord burned out at prong". There was no reports of any adverse pt events while the device was in clinical use.